Event description:
Complainant alleged that while treating patient, the device delivered four shocks and then displayed "check pads" and "low battery" messages. The battery was exchanged, when the device powered on, it displayed "defibe fault 72," "pacer disabled," and "defib disabled" messages. Complaint indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.